Event description:
A review of a (B)(6) male patient's download revealed several can comm timeout faults and service code 105. The patient was contacted by zoll customer support and issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problems (service code 105; can comm timeout faults) have been investigated. Upon evaluation the trunk cable connector was damaged, thus generating can comm timeout faults and service code 105. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt. No problems were found with the patient's monitor.